Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non boston scientific right atrial (ra) lead exhibited under sensing at atrial tachy response episodes and at presenting electrogram, despite the device being programmed to its most sensitive settings. Technical services was consulted and recommended considering lead revision. This ICD and the ra lead remain in service. No adverse patient effects were reported.